Manufacturer narrative:
(B)(4). Visual evaluation condition/findings (conducted with a 7x or lox optical unless otherwise specified)the broken pilot tips indicated by the red circles in figure 2 appear consistent with reaming off-axis, resulting in brittle failure at the welded interface between the head blades and the shaft. The fractures shown in figures 2 and 3 indicated by the yellow circles appear consistent with brittle fracture likely caused by applying an excessive load greater than the yield strength of the material. This in combination with off-axis reaming likely lead to the ultimate failure of 4 of the 6 blades on 73613018 and failure of the outer ring of the reamer head also on 73613018. Design-related issues: this design has been in the field since 2009. Exactech has received (B)(4) complaint reports involving breakage of a pilot tip reamer since 2009. Because this instrument is used in both primary and reverse total shoulder surgeries, (B)(4). Mfg-related issues: exactech has not received any other complaint reports involving parts from either of these manufacturing lots. Most likely cause: the broken reamers reported were likely the result of reaming off-axis under excess loading, which allowed for a torque on the tip of the device greater than the material yield strength, leading to ultimate failure. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues, nor did it lead to any adverse patient outcome. The most likely root cause of the device breakage reported in this event was due to normal use and the result of applying a bending movement to the reamer during use, which led to brittle fracture.

Event description:
It was reported that during orthopedic shoulder surgeries (2) the surgeon experienced two reamers were broken when hitting the retractor. The broken pieces were accounted for and not left in the patients. The sales representative was present at the surgery and reported no device fragments fell were left in the surgical site. The surgery continued and was completed without additional issues. There was no reported delay of surgery and there was no reported patient injury, adverse event, or clinical consequence to the patient. No additional information was provided by the reporter related to this event.